Event description:
A customer tested with their freestyle meter getting a reading in the 170's mg/dl. The customer was experiencing symptoms of hyperglycemia. A family member took the customer to the hosp. At the ER, a test was taken with results of 370 mg/dl or 390 mg/dl and an IV was administered for dehydration.